Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but did make electrical mechanical adjustments. No parts were replaced. System was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex codes c and d have been changed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure with dual console, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 40067 appeared. The tse confirmed error 40067 in the logs pointing to the second surgeon side console (ssc). The customer continued and completed the procedure with the other ssc. There was no reported injury. The procedure was not delayed.